Event description:
Dealer states unit shuts down after several seconds.

Manufacturer narrative:
(B)(4). MFR. Report # 1031452-2013-02009 indicting the model as an irc5po2v with a serial number of (B)(4). The correct model is tpo100b with a serial number of (B)(4).